Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a patient was having problems and their doctor stated that ¿its good she had it removed when she did because she had bacteria built up¿. It was noted that the patient has had ¿two or three put in¿. No additional information was provided. There were no further complications reported or anticipated.